Manufacturer narrative:
(B)(4). Complaint indicated an open sealed package. No packaging materials were returned for evaluation. Only the instrument, with the tip in bubble-wrap was returned. The complaint cannot be confirmed as package was not returned for analysis. Packaging material was requested as noted in pi notes section. If packaging is returned, an analysis will be performed on the returned materials. Lot history records were reviewed; no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during a gastric bypass procedure, there was an open sealed package. At the opening of the device, the surgeon realized that the blister was poorly sealed, not sterile. Not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): device not returned. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.